Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Four (4) nodules were biopsied, and one was near a fissure. One lesion was 6 mm and located in the left upper lobe - less than 5 mm from a fissure. A post procedure x-ray revealed a 4.5 cm pneumothorax; the patient was asymptomatic. The patient was monitored overnight and the pneumothorax increased; therefore, it was elected to place a 14 french chest the day after the procedure. Per the physician, the pneumothorax happened due to the lesion location within the lung. The physician believed that the pneumothorax could have potentially occurred via another biopsy and that it could have occurred via another endoluminal approach or via transthoracic. The patient was diagnosed with squamous cell cancer. The patient was hospitalized for a total of 4 days due to this event. At the time of this report, the patient was still hospitalized due to a fistula. Per the site, the ion system operated as intended and the pneumothorax was not device related.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. An intuitive surgical, inc. (Isi) medical safety officer assessed the event, and the following information was provided: the sampling of 4 targets increases the risk of pneumothorax. The medical safety officer categorized this as procedure related and not device related.